Event description:
The core micro drill was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was seized. Corrosion damage was noted throughout the internal components of the device. It was also found that the device displayed a bias current error which caused a run-on condition.